Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: can't clear upstream occlusion alarm. This occurred during programming/setup in the general supply department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'can't clear upstream occlusion alarm' was not reproduced. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" And "downstream occlusion!" Messages. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.